Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was like 136 mg/dl. The customer states the screen just went blank, changed the battery and did not make a difference and in the hospital because of low blood glucose. The customer was assisted with troubleshooting and noticed tried several new batteries and the pump will not turn on. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.